Manufacturer narrative:
(B)(4). Additional information provided by the hospital records indicated the patient had undergone a successful transapical tavr procedure. The post procedure tee revealed no central aortic regurgitation and trivial to mild paravalvular regurgitation. Pod13 tte noted mild stenosis and mild-moderate aortic regurgitation. Pod16 repeat tee showed an aortic valve are of 99cm²with a mean gradient of 8.6mmhg. Due to the patient¿s poor baseline lung function, his respiratory status began to decline and eventually bilateral chest tubes were placed by ir. Renal function declined. The patient continued to decline and palliative care was consulted and code status change to dnr and the eventually passed on pod20. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the stenosis 13 days post procedure cannot be confirmed but may be related to prosthetic patient mismatch and/or the patient¿s co-morbidities (renal insufficiency). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported through the patient registry department, the patient expired 20 days post successful tavr procedure due to multiple complications (cardiopulmonary collapse, htn, renal failure and chf).